Manufacturer narrative:
Concomitant products continued: 694758 lead, 419588 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on the current electrocardiogram as well as on stored electrocardiograms. Small p-waves were also observed. The lead remains in use. No patient complications have been reported as a result of this event.